Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Analysis also indicated that the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical devices: 4524-45 lead, implanted (B)(6) 1998.

Event description:
The lead was explanted and returned to the manufacturer. Subsequently, lead tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.